Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging she was unable to test her blood glucose on her onetouch ultra2 meter due to not being able to open the battery compartment in order to change the battery. The (B)(4) spoke with the patient on (B)(6) 2012 and obtained the following information. The patient informed the (B)(4) the alleged issue began on the same day she contacted lfs for assistance sometime in the morning. She needed to replace the battery since the meter was not powering on but she was not able to open the battery compartment. She said the meter had been displaying the battery indicator for about a week but she was able to intermittently use the meter. The patient informed the (B)(4) that she manages her diabetes with metformin pills 200mg, novolog insulin during the day and lantus insulin at bedtime, she reportedly continued with her usual diabetes management routine in response to the alleged issue. She claimed approximately 4 hours later, she developed symptoms of "feeling wobbly, shaking and was about to pass out." The patient reportedly self-treated her symptoms with food and juice at the onset of her symptoms until she felt better. No other device was used for testing. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time. The patient's meter was not powering on and therefore she needed to replace the battery, but couldn't pry open the cover in order to replace it. The cca assisted the patient with opening the battery compartment to replace the battery. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by product analysis on (B)(6) 2012 with the following findings: the meter was found to have no battery installed. The patient had confirmed she removed the battery prior to returning the meter. Lfs installed a new battery and the meter was functioning correctly. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. The 510(k) # is k021819.

Manufacturer narrative:
(B)(4). Device evaluation: the lay user/patients product(s) has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a dead/low battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.